Event description:
It was reported that a artificial urinary sphincter(aus) device was explanted due to a malfunction. A patient outcome was not reported.

Manufacturer narrative:
The ams 800 device was visually and microscopically inspected. No leaks were found. The balloon was not functionally tested as original pressure is unknown. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion code of no problem detected was chosen because due to the device condition, and successful functional testing. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that a artificial urinary sphincter(aus) device was explanted due to a malfunction. A patient outcome was not reported.